Event description:
It was reported that the motor device was heating up ¿or¿ not locking the attachment device on properly. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: attachment device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, the device not locking the attachment properly was confirmed. During evaluation, it was determined that the device passed all visual inspection. The device was also functionally tested, and it failed the functional assessment (attachment assessment) and therefore, could not secure/lock the cutter. It was determined that the locking mechanism was worn out, causing the failure of the device not locking the attachment properly. It was further determined that the swivel was loose due to normal wear overtime. The assignable root cause was determined to be due to component failure from wear.